Event description:
Philips received a complaint on the xl+ device indicating that the treatment is disabled. There was reportedly no patient involvement. The customer refused the service/repair therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Phone number: (B)(6).